Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') and endometrial ablation ('endometerial ablation') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion spontaneous ("early pregnancy losses since essure placement") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous and endometrial ablation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, endometrial ablation and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced one early pregnancy loss since essure placement captured under the case (B)(4). Lot number: 716609, manufacturing date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion spontaneous ("early pregnancy losses since essure placement") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous and endometrial ablation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, endometrial ablation and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced one early pregnancy loss since essure placement captured under the case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received: case became serious incident. Essure device was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') and endometrial ablation ('endometerial ablation') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion spontaneous ("early pregnancy losses since essure placement") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous and endometrial ablation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, endometrial ablation and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced one early pregnancy loss since essure placement captured under the case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.